Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The proximal end of the reload adapter was broken. Due to the noted damage no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy, the first reload misfired. To correct the issue, the surgeon over-sewed the tissue. The second reload would not articulate to one side. The surgeon opened a new handle and completed the procedure. No patient injury. Peristrep reinforcement material was used with the device.